Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during patient use, the device was charged and the nurse attempted to deliver a defibrillation shock however the device would not deliver the defibrillation shock. Another defibrillator was used to continue care and there was no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control downloaded the device's electronic records and was unable to verify the reported issue. Physio observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause for the reported issue could not be determined.  The initial medwatch report (date of event) indicates: (B)(6) 2017. The initial medwatch report (date of event) should indicate:(B)(6) 2017.